Event description:
It was reported, "I was called to look at a wound from a conmed electrode. I attached the picture. What you can't really see is that the top layer of epithelium is gone (partial thickness wound). This happened yesterday ((B)(6)). The electrode is dated (B)(6) - the date it was placed on the patient". The patients were prescribed a topical triple antibiotic ointment. Photographs were sent of the skin wound.

Manufacturer narrative:
The suretrace ECG electrode is intended for use during electrocardiographic (ECG) procedures. This product is a single use, disposable device. The suretrace ECG electrodes utilized in this incident were not returned by the end-user as originally discussed with the reporting of the incident. The original devices or pictures of the devices were not available; therefore, an investigation on the suspect device cannot be accomplished. No product was returned for evaluation or confirmation of defect or confirmation of conmed product. DHR/lhr, device history record/lot history record, review could not be accomplished as the lot number of the device was not available. Pictures of the skin irritation were returned to conmed corporation. The skin reaction appears to have occurred where the gel of the ECG electrode comes in contact with the patient's skin surface only. There could be multiple of possible causes either manufacturing or user related issues for this failure mode. These electrodes are tested and passed for biocompatibility. All ECG electrodes materials are tested for cytotoxicity, sensitization, and intracutaneous factor per iso approved testing. In process inspection and visual checks were done to ensure proper production of the devices. Despite numerous attempts to gather information, additional information surrounding the incident has not been made available. It is unknown if there was any skin preparation prior to the utilization of this product. Lack of or improper skin preparation could result in solvents under the electrode site such as skin lotions or skin soap which could have caused the skin irritation. The IFU, instructions for use, warns that, "the electrode site should be dry before electrode application. Fluids, including skin cleansing solutions, lotions, or soapy water may cause skin irritation and loss of adhesion. Keep electrode site dry". The IFU further instructs, "the electrode sites should be clean, dry, and free from skin oil prior to electrode application". The patient may also have experienced an allergic response to a component of the device such as electrode gel. Likely causes of this failure mode include allergic response to an electrode component, or, trapped solvents under the ECG electrode device. The complaint cannot be confirmed or unconfirmed at this time due to the lack of actual devices utilized in the reported incident. The complaint investigation has not identified or confirmed any manufacturing defects associated with the complaint; therefore, no corrective action is recommended at this time. Future complaints will be tracked through conmed complaint methodology. Conmed is considering this complaint closed. Never returned to conmed corporation.

Manufacturer narrative:
The actual device has no yet been received by conmed corporation. The actual device is being returned to conmed corporation for evaluation. Photographs of the skin reactions are available. When a quality engineering investigation of this reported incident is completed a supplemental report will be submitted. Device not yet received by manufacturer.